Event description:
This pacemaker was explanted due to patient complaint of pocket pain. Should additional information become available, this file will be updated.

Manufacturer narrative:
We received the pacemaker and would like to thank you for supporting our post-market surveillance. The information you provided has been entered into our quality system as a complaint. Pocket pain was observed following the implantation of this biotronik device. Therefore the device as received was visually inspected. The visual inspection revealed no external anomalies. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In conclusion there was no indication of a material or manufacturing problem.